Manufacturer narrative:
As reported, the bard/davol hydro-surg¿ plus irrigator experienced condensation (fluid) in the housing and the batteries over-heated after the procedure was completed. The subject device was returned for evaluation. Sample evaluation confirms for the reported complaint condition of a fluid leak. The fluid leaked into the pump housing and presented in the area the battery housing. Fluid leak presented and passed the lip seal barrier. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and the condition of the device the root cause is determined to be manufacturing related. Note, the date of event is considered based on the date of awareness as (B)(6) 2021.

Event description:
As reported, during a procedure the bard/davol hydro-surg¿ plus irrigator experienced condensation (fluid) in the housing and the batteries over-heated after the procedure was completed. There was no reported patient injury.